Event description:
Baby was born on 10/9/93 and was in fair condition prior to event. The pt's weight on 10/12/93 was 2.2 pounds. At that time, the ordered IV solution was dextrose 12.5/0.2 normal sterile saline with 2meqkcl per 100 ml at 7 ml per hr. After a chemstrip result revealed hyperglycemia, the IV solution was replaced with normal sterile saline at 16 ml/hr. The pt's blood sugar did not return to normal limts upon discontinuation of the dextrose IV, therefore, an insulin drip and other medications were initiated. Blood sugar results eventually came into the normal range, however, the pt remained critical and expired on 10/25/93. The original IV solution was analyzed and revealed a dextrose concentration of approx 49%, however, this result is pending verification at this time. Three infants received intravenous solutions with greater than ordered concentrations of dextrose but did not require medical intervention beyond discontinuation of the IV solution. All three infants were in fair condition prior to the events and suffered no lasting effects from the events.device not labeled for single use. Patient medical status prior to event: invalid data. There was multiple patient involvement. Number of patients involved: 4.device serviced in accordance with service schedule. Date last serviced: . Service provided by: manufacturer. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, other. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.